Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Due to lack of device details provided, a documentation review could not be performed. However, all released devices would have met manufacturing specifications at the time of production. The available medical documents were reviewed. It was reported that a revision surgery was performed on the patient right hip on (B)(6) 2020. The revision surgery was performed due to metallosis and elevated cobalt & chromium levels. Among the intra-operative findings and/or diagnoses there was a serious fluid with metal staining in the hip joint and metal-stained tissue which was debrided. The patient outcome is unknown. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed on the patient¿s right hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints have been identified for the devices involved. In addition to this, part numbers and the reported failure modes were used to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. Other similar complaints have been identified for the cup and head. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. The laboratory report provided do not support the reported cobalt and chromium toxicity. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was implanted at 25° anteversion. It is unknown if the increased anteversion of the acetabular component led to accelerated wear and ¿mildly stained fluid, synovitis, and metal stained tissue¿ noted intraoperatively. The root cause of the mildly stained fluid, synovitis, and metal stained tissue cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant or implant failure. The patient impact beyond the revision cannot be determined at this time. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that a revision surgery was performed on the patient right hip on (B)(6) 2020. The revision surgery was performed due to metallosis and elevated cobalt & chromium levels. Among the intra-operative findings and/or diagnoses: there was a serious fluid with metal staining in the hip joint, metal-stained tissue which was debrided. The patient outcome is unknown.